Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a system error 345 alarm occurred. A review of the event history log revealed system error 345 messages. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream thermistor sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.